Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the lcd (liquid crystal display) and one side bail cover are broken. Ring cover, one side bail, and ring are missing. (B)(4).

Event description:
It was reported the device failed sensitivity test in preventive maintenance procedure. The device was returned for repair. There was no patient involvement indicated.